Event description:
A teleport microcatheter was used to obtain access distal to the anterior tibial artery (at) via antegrade/retrograde common femoral artery (cfa) to at approach. (The distal end of the guide wire exited the at access and remained ex vivo during the procedure.) The teleport was inserted through a 0.35 inch support catheter over the 0.14" guide wire. The teleport could not be advanced to the desired location due to a high level of stenosis and calcification. The teleport became stuck on the guide wire and could not be removed from the cfa access point. Since the physician preferred not to compromise wire access, the hub of the teleport was cut, and a balloon was used to push the teleport distal. A technician pulled the teleport through the at access point with gloved fingernails, and the teleport came apart and shredded as it was pulled from the access point. Once the teleport was removed, the guide wire was exchanged for a viperwire, and the physician was able to perform atherectomy on the lesion in the at. The case was completed with no injury to the patient. Note: the representative who reported the event was not present at the procedure, and the packaging of the device was discarded. The model and lot number information could not be determined in the field. The target lesion was reported as a severe calcification. Patient status was reported as satisfactory.